Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 130 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 102 mg/dl and 102 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter: 104mg/dl 08/12/2015 06:00am, 73mg/dl (B)(6) 2015 08:30am, 82mg/dl (B)(6) 2015 08:34am, 94mg/dl (B)(6) 2015 06:00am, 99mg/dl (B)(6) 2015 05:30am. Adverse event not reported.